Event description:
It was reported that a pt was monitored by an sc7000 monitor in the morning. A nurse discovered the pt deceased on the same day at 11:45am. The nurse says that the monitor was switched off. The user says that the monitor has been switched off for one hour, and therefore, the pt was not monitored.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.